Manufacturer narrative:
A review of the data indicates that sample 2 was a true positive. For samples 1 and 3-9, an investigation was performed to evaluate the customer issue. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
A customer alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Initially two discrepant patient results were alleged. During a review of the data, an additional 7 false positives were identified. Accordingly, 9 mdrs will be filed per FDA guidance. No harm was alleged. Sample 1 initially generated a positive sars-cov-2 and flu b result, but was negative with repeat testing. During a review of the run data, an additional 7 false positives were identified. An investigation was performed to evaluate the customer issue. Sample 2 generated a positive sars-cov-2 result twice on a liat analyzer and, per customer workflow, was repeated on a different platform for confirmation. The retest results on the cepheid were released as negative for all targets. However, review of this sample indicates that the amplification curve is consistent with a true positive result. It is likely the discrepancy is due to differences in sensitivity between the two assays. There was no product issue detected for this sample run.